Event description:
It was reported that a patient had a programmer "go bad" on her. It was stated that the patient had "a strong sensation in her foot, her toes had turned under and had turned reddish purple." It was reported that "something had gone through her vagina like it had been tearing it apart." It was stated it had happened a week prior to the initial report. The patient was still having some issues with these symptoms. Patient's toes were curling under, now that she had raised the stimulation. This was the same sensation as she had experienced when she also had pain in her vagina. It was stated that the patient lowered the setting to 1.6v and the stimulation was now comfortable. Her toes were no longer curled. It was mentioned the patient was unable to go to the bathroom again. A little over half a year later it was stated patient's implantable neurostimulator (ins) had given her a "shock to her system" when the ins had been first implanted and when she first had used her programmer. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v856545, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).